Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.